Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was report that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer will call back if the issue does persist and will want a replacement insulin pump at that time. The customer was able to resolve the no delivery alarm and will no longer need assistance.